Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing, and required excessive force to obtain a response. During investigation, the up arrow and contrast button key contacts were observed to be misaligned. It was observed that the contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted when pressed, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking. A family member reported that the ok keypad button has been sticking for about a month. He stated that the button does not spring back as expected. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the pt wears the pump in her pocket.